Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited intermittent far r oversensing. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.